Event description:
The device was used for cv port placement. After the component 21g needle was punctured into the subclavian vein, the physician inserted the wire guide included into it and attempted to advance to the lesion. However, the wire could be advanced only partway. Therefore, he tried to pull back the wire, but it got stuck then and could not be withdrawn. It seemed that the wire got caught at the needle tip. Unravel of the wire guide was also confirmed at that time. He retrieved the wire and the needle after small skin incision, since he feared the unraveled wire might get separated. Cv port placement was canceled after the wound was sewn. Antibiotic substance was administered.

Manufacturer narrative:
(B)(4). The product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Per the caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned wire confirms the complaint. The event description states that when the physician tried to withdraw the wire it "seemed that the wire got caught at the needle tip." Each mpis set has a label attached to the wire indicating not to withdraw the wire through the needle as this could damage the wire and result in elongation or separation. The root cause for this event appears the label instructions were not followed. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.